Event description:
It was reported that a patient's mouth was hurt by a carbide dental bur. It was reported that the bur was not held tightly. After hold tightly, it can be used normally. Additional clarification was requested. The reporter mentioned that after symptomatic treatment, the patient's symptoms gradually improved.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. Involved bur that didn't properly hold in the customer handpiece was not returned and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1694190). Root causes are not identified. We will track this kind of event and monitor the trend.